Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The receiver will charge and boot . The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. Open receiver case for internal visual inspection and unit passed. Measure the speaker resistance. Speaker resistance within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:48:50 edt 2017 with MFR# 3004753838-2017-63811. The ack3 was received on fri sep 01 19:48:50 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver had intermittent audio output could not be confirmed. A root cause could not be determined.